Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there have been reported of events in the cardiovascular intensive care unit the clinician inadvertently "bolused" with inappropriate doses of propofol (30mg/kg instead of 30 mg) after switching the pump from anesthesia to standard mode. There was no information on patient harm. Although requested, no additional information on specific events was reported. The customer has made a product enhancement request: "when the patient returns from operating room, the nurse takes the pump out of anesthesia mode, but the only way to get out of the anesthesia drug name entry is to stop the channel, restart, and reprogram. We are hoping there is some enhancement or setting that alerts the nurse to this requirement",

Event description:
It was reported that there have been reported of events in the cardiovascular intensive care unit the clinician inadvertently "bolused" with inappropriate doses of propofol (30mg/kg instead of 30 mg) after switching the pump from anesthesia to standard mode. There was no information on patient harm. Although requested, no additional information on specific events was reported. The customer has made a product enhancement request: "when the patient returns from or, the nurse takes the pump out of anesthesia mode, but the only way to get out of the anesthesia drug name entry is to stop the channel, restart, and reprogram. We are hoping there is some enhancement or setting that alerts the nurse to this requirement."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the facility report regarding inadvertent bolus dosing of propofol after switching from anesthesia mode could not be confirmed during the investigation. No devices or records were returned for evaluation. An external and internal inspection could not be performed. There were no suspect devices returned for this investigation. A review of the system logs could not be performed as there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. However, based on the emails provided by the facility, the concern appears to be related to workflow when exiting anesthesia mode. Bd personnel confirmed the pump is functioning as designed. They clarified that active channels must be manually stopped and reprogrammed for the mode change to take effect. The facility inquired about the possibility of an alert to notify users of this requirement and support safe transition between modes. According to the bd alaris system user manual v12.3.1, when anesthesia mode is disabled, hard guardrails¿ limits are re-established for both existing and new infusions. The manual also describes that anesthesia mode can be disabled through system options, by disconnecting from ac power, or by reconnecting to ac power. Once disabled, anesthesia mode no longer appears on the main display, and the system resumes normal operation. There was no information on patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue involving inadvertent bolus dosing of propofol after switching from anesthesia mode could not be determined, as no devices or records were received for this investigation. However, according to the bd alaris system user manual v12.3.1, anesthesia-only drug infusions continue at the current rate and dose after anesthesia mode is disabled, unless the channel is manually stopped and reprogrammed. This design supports uninterrupted therapy. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.